Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all monitored devices in the ed department. No patient harm or injury was reported. Investigation summary: the root cause for this event is determined to be unknown. Multiple attempts to retrieve additional information were made without results. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with all monitored devices in the ed department.

Manufacturer narrative:
The customer reported that their central nursing station(cns) was displaying communication loss on all devices that it was monitoring. The central nursing station(cns) was monitoring hardwire bedside monitors in the ed department. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station(cns) was displaying communication loss on all devices that it was monitoring. The central nursing station(cns) was monitoring hardwire bedside monitors in the ed department. No patient harm was reported.